Event description:
It was reported that the passive blocking network heated up and burned a pt. The burn on the pt was reported to have blistered, approx the size of a quarter. The pt was padded with a sheet during the procedure.